Event description:
The complainant reported a placement signal not reliable alarm during impella 5.5 support. Upon observing the reading, the signal was noted to be off axis. The alarm was disabled, and the physician was notified of the alarm. It was documented that improvements were seen following the occurrence on lower p levels and that the flows remained adequate. Multiple ventricular tachycardia codes occurred overnight, and it was reported that the patient expired.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The cause of the optical signal issue was most likely biomaterial since temporarily dropping p-level resolved the placement signal waveform. However, the root cause was unable to be determined. All pertinent information available to abiomed has been submitted at this time.